Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D2: device product code unknown / not provided. D4: additional device information unknown. E1: last name unknown / not provided. G4: PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported mobility of crown at tooth site 36, screws were changed twice. This event refers to second loosening.